Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: e1; e2; e3; e4; g3; g4; h2; h3; h6 complaint could not be confirmed. Operative notes were not provided; x-rays were provided and reviewed by a health care professional. X-rays demonstrate a right total hip arthroplasty with screw fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup suggest polyethylene wear. Femoral component is intact with possible comminuted fracture of the greater trochanter. Osteopenia is noted. Acetabular inclination angle of the right hip: 43 degrees. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unknown-unknown liner-unknown, unknown-unknown cup-unknown, unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery for an unknown reason on an unknown date. During the procedure the head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable at this time.